Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and helped the caller reset the pump, after which the malfunction did not recur.